Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation- uterus') and genital haemorrhage ('severe bleeding') in an adult female patient who had essure (batch no. 641430) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not conduct essure confirmation test". On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced uterine perforation (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("bleeding- menorrhagia (heavy menstrual bleeding)"), vaginal discharge ("vaginal discharge"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urinary tract infection ("infection (bladder/urinary tract/vaginal)"), vaginal infection ("infection (bladder/urinary tract/vaginal)") and migraine ("migraines / headaches"). On an unknown date, the patient experienced metrorrhagia ("metrorrhagia (bleeding between periods)"), cystitis ("bladder/urinary problems: bladder infection"), infection ("infection (other)"), allergy to metals ("nickel allergy"), abdominal pain upper ("stomach pain"), pelvic pain ("pelvic pain") and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (spot from uterus removed 2018). Essure treatment was not changed. At the time of the report, the uterine perforation, dysmenorrhoea, dyspareunia, menorrhagia, metrorrhagia, cystitis, vaginal discharge, vaginal haemorrhage, urinary tract infection, vaginal infection, infection, allergy to metals, migraine, abdominal pain upper, pelvic pain and genital haemorrhage outcome was unknown. The reporter considered abdominal pain upper, allergy to metals, cystitis, dysmenorrhoea, dyspareunia, genital haemorrhage, infection, menorrhagia, metrorrhagia, migraine, pelvic pain, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: plaintiff received treatment for uterine perforation. Most recent follow-up information incorporated above includes: on 18-oct-2019: pfs received: lot number added. Events: abnormal bleeding (vaginal), infection (urinary tract/vaginal), infection (other), nickel allergy, migraines/headaches, stomach pain, pelvic pain, severe bleeding, device monitoring procedure not performed were added. Event onset date, reporters, demographics were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation- uterus') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not conduct essure confirmation test". On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("bleeding- menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding between periods)"), cystitis ("bladder/urinary problems: bladder infection") and vaginal discharge ("vaginal discharge"). Essure treatment was not changed. At the time of the report, the uterine perforation, dysmenorrhoea, dyspareunia, menorrhagia, metrorrhagia, cystitis and vaginal discharge outcome was unknown. The reporter considered cystitis, dysmenorrhoea, dyspareunia, menorrhagia, metrorrhagia, uterine perforation and vaginal discharge to be related to essure. The reporter commented: plaintiff received treatment for uterine perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received case became incident. The previously reported event injury was replaced with events from pfs: dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding),metrorrhagia (bleeding b/w periods), perforation- uterus, bladder/urinary problems: bladder infection, vaginal discharge. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation- uterus') and genital haemorrhage ('severe bleeding') in an adult female patient who had essure (batch no. 641430) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not conduct essure confirmation test". On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced uterine perforation (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("bleeding- menorrhagia (heavy menstrual bleeding)"), vaginal discharge ("vaginal discharge"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urinary tract infection ("infection (bladder/urinary tract/vaginal)"), vaginal infection ("infection (bladder/urinary tract/vaginal)") and migraine ("migraines / headaches"). On an unknown date, the patient experienced metrorrhagia ("metrorrhagia (bleeding between periods)"), cystitis ("bladder/urinary problems: bladder infection"), infection ("infection (other)"), allergy to metals ("nickel allergy"), abdominal pain upper ("stomach pain"), pelvic pain ("pelvic pain") and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (spot from uterus removed 2018). Essure treatment was not changed. At the time of the report, the uterine perforation, dysmenorrhoea, dyspareunia, menorrhagia, metrorrhagia, cystitis, vaginal discharge, vaginal haemorrhage, urinary tract infection, vaginal infection, infection, allergy to metals, migraine, abdominal pain upper, pelvic pain and genital haemorrhage outcome was unknown. The reporter considered abdominal pain upper, allergy to metals, cystitis, dysmenorrhoea, dyspareunia, genital haemorrhage, infection, menorrhagia, metrorrhagia, migraine, pelvic pain, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: plaintiff received treatment for uterine perforation. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of product technical problem we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation- uterus') in an adult female patient who had essure (batch no. 641430) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not conduct essure confirmation test". The patient's previously administered products included for an unreported indication: iud nos from 2006 to 2009. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced uterine perforation (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("bleeding- menorrhagia (heavy menstrual bleeding)"), vaginal discharge ("vaginal discharge"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urinary tract infection ("infection (bladder/urinary tract/vaginal)"), vaginal infection ("infection (bladder/urinary tract/vaginal)"), the first episode of cystitis ("infection (other)/infection (bladder/ urinary tract/vaginal) type: bladder") and migraine ("migraines / headaches"). On an unknown date, the patient experienced metrorrhagia ("metrorrhagia (bleeding between periods)"), the second episode of cystitis ("bladder/urinary problems: bladder infection"), allergy to metals ("nickel allergy"), abdominal pain upper ("stomach pain"), pelvic pain ("pelvic pain") and genital haemorrhage ("severe bleeding"). The patient was treated with surgery (spot from uterus removed 2018). Essure treatment was not changed. At the time of the report, the uterine perforation, dysmenorrhoea, dyspareunia, menorrhagia, metrorrhagia, the last episode of cystitis, vaginal discharge, vaginal haemorrhage, urinary tract infection, vaginal infection, allergy to metals, migraine, abdominal pain upper, pelvic pain and genital haemorrhage outcome was unknown. The reporter considered abdominal pain upper, allergy to metals, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, metrorrhagia, migraine, pelvic pain, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, the first episode of cystitis and the second episode of cystitis to be related to essure. The reporter commented: plaintiff underwent surgery- in 2018: spot from uterus was removed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received. The event 'infection other' was replaced with new event bladder infection. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.